Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that the patient was experiencing a driveline power fault alarm since (B)(6) 2024. This patient had previously had a driveline communication fault in (B)(6) 2024 (B)(4), which resulted in a modular cable and controller exchange at the time. Log files were sent for review. The event log file captured driveline power faults all throughout the data capture. It appeared that line a was affected. It was later reported that the alarm was cleared from the system monitor which resolved the issue. There was no trauma or physical damage to the driveline. If the alarm returns, a controller and modular cable exchange would be planned.

Manufacturer narrative:
Section b3: date of event corrected. Manufacturer's investigation conclusion: review of the submitted log files confirmed driveline power fault alarms; however, a specific cause for these events could not be conclusively determined through this evaluation. Review of the submitted log files confirmed a driveline power fault alarm that was activated on (B)(6) 2024. The system otherwise appeared to be operating as intended at the set speed, and there were no other notable alarms active in the log files. The patient remains ongoing on (B)(6) with no further reported issues at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 7 ¿alarms and troubleshooting¿ describes alarm conditions as well as the appropriate actions associated with them. The heartmate 3 lvas patient handbook is currently available. Section 5 "alarms and troubleshooting" outlines system controller alarms as well as how to respond to each alarm condition. Section 8 ¿handling emergencies¿ lists examples of emergencies, including driveline power faults, and the recommended actions associated with these emergencies. Furthermore, the patient handbook instructs the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that the cause of the alarms was not identified. A self-test was done while the patient was at home, but the alarms persisted. The alarms were cleared on the system monitor at the clinic. No equipment was exchanged.